Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 30mmo/l, with extreme drowsiness, associated with an alleged occlusion issue. Reportedly, the patient remained on the pump, and received phone advice from their healthcare provider of insulin via pump. During troubleshooting with customer technical support, it was revealed the cartridges were being under/over cycled and used for a week at a time. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an occlusion issue.